Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed. Device not returned.

Event description:
It was reported that the customer experienced a high blood glucose (bg) level displayed as "high"; cause unknown. The customer administered a correction bolus via the pump to address the bg. Customer to use manual injections for insulin therapy. Recommendation was made to consult with a healthcare provider regarding diabetes management.